Event description:
As the drug coated balloon was being removed from the patient, it became stuck to the tip of femoral sheath. Balloon snapped off from the catheter. Physician removed balloon and sheath from patient successfully without complications.